Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to the display with auditory and vibratory features. The battery compartment was cracked from the grip pad to the case seal. The bolus button cover was detached and the button assembly contact was missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked and the bolus button contact was missing. This report is made based on the results of investigation completed on (B)(4) 2015.